Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was stated that the patient did not receive the full treatment. They reported that they fill the reservoir with 145 ml and patient was to receive 138 ml. The pump settings stated that the reservoir volume was 0ml and amount given 138 ml. There was still medication in the reservoir and when they took out the remaining medication in reservoir it measured 113 ml. There was patient involvement, and no patient harm/adverse event reported.